Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the static end of the mesh revealed the mesh to have curled with monofilament extruding, indicating the mesh has been pulled, most likely during removal. The dynamic suture was still attached to the mesh, however, the dynamic anchor and tensioner were not received. Examination of the dynamic suture revealed the suture loop had detached as well, and was not received. Blood residue was noted on the sling. The information received indicated the dynamic suture tore during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The curling of the mesh noted on the static end most likely occurred during removal of the sling after the dynamic suture detached. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, when anchoring the 2nd side (dynamic), upon rotation the mesh tore free from the anchor [break]. This happened twice in the same patient. The mesh was trimmed away and explanted. A 3rd altis was implanted uneventfully.

Event description:
According to the available information, when anchoring the 2nd side (dynamic), upon rotation the mesh tore free from the anchor [break]. This happened twice in the same patient. The mesh was trimmed away and explanted. A 3rd altis was implanted uneventfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.